Manufacturer narrative:
Cec minutes received for the cypress study indicated that the committee agreed that (B)(6) female patient had tvr 3 1/2 years after the index. Medical history included f angina (within past 6 weeks), coronary artery disease, hypertension, hyperlipidemia, diabetes mellitus (17 years), smoking within 30 days, depression and allergic to latex and penicillin. The patient underwent the index procedure with placement of two study stents and post-stent balloon angioplasty in the distal rca. The angiographic core lab reported a 20% final residual in-lesion stenosis in the mid rca with no dissection and timi 3 flow with the following comment: "two overlapping stents to treat mid rca disease. Second stent deployed to treat outflow dissection. Good result." The procedure concluded at 11:58. Pre-procedure, the cardiac enzymes were not tested. On the following day at 06:00, the ck was 211 (nl 230, ratio <1), the ckmb was 13.5 (nl 7.5, ratio 1.8) and a troponin I was 1.63 (nl 0.40, ratio 4.0). In 6-12 hours post-procedure, the cardiac enzymes were not tested. The ECG core lab reported no new st-t abnormalities and no new q waves. The patient was discharged on the following day on dual antiplatelet therapy. 4 months later, she presented with chest pain and lower extremity pitting edema and was started on a heparin drip. There was no cardiac enzyme elevation recorded. Repeat angiography on revealed a 90% diffuse restenosis in the mid rca and a 70% restenosis in the proximal rca, according to the catheterization report. The angiographic core lab reported an 84% diffuse proliferative in-stent restenosis in the mid rca with no thrombus and timi 3 flow,providing the following comment: "type 3 pattern of isr within study stents. Target lesion revascularization performed. Remote tvr of proximal rca." On the following day at 14:18, the patient underwent percutaneous treatment with balloon angioplasty and placement of a stent in the mid rca and balloon angioplasty and placement of a stent in the proximal rca with two non cordis stents. The patient was discharged on the following day. Approximately 3 ½ years later, the patient presented with complaints of chest pain. She was placed on cardiac monitor ¿without any cardiac events and with three sets of negative troponins,¿ as reported by the site. The patient was taken off from cardiac monitoring when she was ruled out for active acs. Cardiology consultation was performed, and coronary angiography was recommended. Repeat angiography on revealed an 81% diffuse intra-stent restenosis (isr pattern 2) of 21.81 mm in length with no thrombus and timi 3 flow reported by the angiographic core lab with a comment of target lesion revascularization and target vessel revascularization. Answering the question whether the stent that was placed in the distal rca was overlapping with the stent placed in the mid rca, the angiographic core lab responded as follows: ¿yes. In the baseline procedure, two overlapping stents were placed to treat mid-distal rca lesion. ¿ the catheterization report noted a 95% discrete restenosis ¿within previously placed stent.¿ on the same date on the patient underwent successful treatment with balloon angioplasty and placement of two drug-eluting stents 2.25 mm and 2.5 mm in diameter in the mid and distal rca, as per site report. The patient tolerated procedure well and was discharged on the following day on dual antiplatelet therapy. Cxs13225: the cypher stent remains implanted and is, therefore, not unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Restenosis is a known potential adverse event associated with implanting coronary artery stents and is often associated with the progression of coronary artery disease. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken. This is one of two products involved with the reported event that were previously reported under associated manufacturer report number(s) is/are 3003742446-2010-00303 and 3003742446-2010-00304. The report numbers of the associated new reports are 3003742446-2015-00003 and 3003742446-2015-00004.

Event description:
Cec minutes received for the (B)(4) study indicated that the committee agreed that the patient had tvr 3 1/2 years after the index. The patient underwent the index procedure with placement of two study stents and post-stent balloon angioplasty in the distal rca. The angiographic core lab reported a 20% final residual in-lesion stenosis in the mid rca with no dissection and timi 3 flow with the following comment: "two overlapping stents to treat mid rca disease. Second stent deployed to treat outflow dissection. Good result." The procedure concluded at 11:58. Pre-procedure, the cardiac enzymes were not tested. On the following day at 06:00, the ck was 211 (nl 230, ratio <1), the ckmb was 13.5 (nl 7.5, ratio 1.8) and a troponin I was 1.63 (nl 0.40, ratio 4.0). In 6-12 hours post-procedure, the cardiac enzymes were not tested. The ECG core lab reported no new st-t abnormalities and no new q waves. The patient was discharged on the following day on dual antiplatelet therapy. Four months later, she presented with chest pain and lower extremity pitting edema and was started on a heparin drip. There was no cardiac enzyme elevation recorded. Repeat angiography on revealed a 90% diffuse restenosis in the mid rca and a 70% restenosis in the proximal rca, according to the catheterization report. The angiographic core lab reported an 84% diffuse proliferative in-stent restenosis in the mid rca with no thrombus and timi 3 flow,providing the following comment: "type 3 pattern of isr within study stents. Target lesion revascularization performed. Remote tvr of proximal rca." On the following day at 14:18, the patient underwent percutaneous treatment with balloon angioplasty and placement of a stent in the mid rca and balloon angioplasty and placement of a stent in the proximal rca with two non cordis stents. The patient was discharged on the following day. Approximately 3 ½ years later...

Manufacturer narrative:
The patient presented with complaints of chest pain. She was placed on cardiac monitor ¿without any cardiac events and with three sets of negative troponins,¿ as reported by the site. The patient was taken off from cardiac monitoring when she was ruled out for active acs. Cardiology consultation was performed, and coronary angiography was recommended. Repeat angiography on revealed an 81% diffuse intra-stent restenosis (isr pattern 2) of 21.81 mm in length with no thrombus and timi 3 flow reported by the angiographic core lab with a comment of target lesion revascularization and target vessel revascularization. Answering the question whether the stent that was placed in the distal rca was overlapping with the stent placed in the mid rca, the angiographic core lab responded as follows: ¿yes. In the baseline procedure, two overlapping stents were placed to treat mid-distal rca lesion. ¿ the catheterization report noted a 95% discrete restenosis ¿within previously placed stent.¿ on the same date on the patient underwent successful treatment with balloon angioplasty and placement of two drug-eluting stents 2.25 mm and 2.5 mm in diameter in the mid and distal rca, as per site report. The patient tolerated procedure well and was discharged on the following day on dual antiplatelet therapy. This is one of two products involved with the reported event that were previously reported under associated manufacturer report number(s) is/are 3003742446-2010-00303 and 3003742446-2010-00304. The report numbers of the associated new reports are 3003742446-2015-00003.